Event description:
It has been reported to philips that the host pc failed to power on. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting normally. Upon troubleshooting actions, fse reseated the internal board of the host pc. After being reseated, the system was returned to use in good working order. The codes were updated based on the investigation outcome.